Event description:
The clinic reported that a lasik patient had a lift flap enhancement on (B)(6) 2009. The patient returned on (B)(6) 2010 to be evaluated for an epi-ingrowth in the right eye. The right eye flap was lifted and cleaned. The initial lasik was performed on (B)(6) 2002.

Manufacturer narrative:
(B)(4). No clinical support or service was requested. Customer reporting incident only.